Event description:
It was reported during use of the bd saf-t-intima¿ closed IV catheter system, that foreign matter was found attached to the tip of the vein indwelling needle in a sticky shape. The following info was provided by the initial reporter: "on (B)(6) 2022, when the nurse punctured the vein indwelling needle for the patient, she found foreign matter attached to the tip of the vein indwelling needle in a sticky shape, and immediately replaced the vein indwelling needle. Adr# (B)(4)".

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.